Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with complaints of chest pain and experienced muscle stimulation during pacing. Cardiac perforation was observed via an echo and CT. The symptoms were able to be reproduced during capture testing. The device was reprogrammed. The patient was asymptomatic to this programming. Lead replacement is planned. The patient is doing fine.